Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tlc75 device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the doctor stapled the tissue during an anastomosis. She inspected the wound site afterwards and noticed that some of the staples were not formed. They were sticking out. The doctor had to do some hand sewing and remove the staples that were sticking out. The patient outcome was good.

Manufacturer narrative:
(B)(4).